Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis revealed that the stylet/guidewire was kinked/buckled, the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that, during the positioning of a pacing lead, the stylet perforated the lead body outside of the patient. There was insulation damage and the physician chose a different lead that was implanted with success. No patient complications have been reported as a result of this event.